Event description:
It was reported that a fractured screw in the pelvis was noticed 4 weeks post op. The construct is still holding up, no revision surgery planned, patient is not experiencing any complications.

Manufacturer narrative:
Method: risk assessment; results: device inspection, complaint review, manufacturing review and device history review was not performed because no parts were returned and no lot# provided. Conclusion: the definitive root cause of the event could not be determined from given information.

Event description:
It was reported that a fractured screw in the pelvis was noticed 4 weeks post op. The construct is still holding up, no revision surgery planned, patient is not experiencing any complications.

Manufacturer narrative:
Adverse event/product problem: serious injury. Date of explant: (B)(6) 2016. Type of reportable event: serious injury.

Event description:
It was reported that a fractured screw in the pelvis was noticed 4 weeks post op. The construct is still holding up, no revision surgery planned, patient is not experiencing any complications.